Manufacturer narrative:
The customer¿s report of an overinfusion of zosyn was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event and error logs shows that prior to the reported event four 50 ml infusions had been completed. On (B)(6) 2016 at 12:10pm a primary infusion of piperacillin/tazo 3.37gram in 50ml was started. At 12:33pm an air-in-line alarm occurred. The pump module was paused then restarted three minutes later. Just over a minute later another air-in-line alarm occurred. The pump module was then turned off. During this infusion the log shows 5.031ml infused. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report an over infusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse hung new bag of zosyn 3.375 mg (volume unknown) at 1207 on a med surg progressive care patient, and programmed it to infuse over 4 hours. The nurse went back into the room at 1236 and found that the antibiotic bag was almost empty, however the vtbi on the pump showed there was still 46ml to be infused. The nurse saw no evidence of fluid leaking on the floor or the patient's bed. Another nurse verified programming and setup, and a pharmacist confirmed there was no error with programming. There was no patient harm reported.